Event description:
Medical note/final report received from site: cause of death: septic shock "likely secondary to ischaemic bowel from intradiaystolic hypotension".

Event description:
Additional information provided by electronic database provider indicated that the patient was not eligible to be enrolled in the study because she was over 80 years old at the time of enrolment.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements the review found no deviations or non-conformances that could affect product quality. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of "caused by other". The complaint investigation indicates another device/drug/procedure/illness/co-morbidity caused the complaint event. According to the study site, the patient died of septic shock and it was not related to the device/catheter. In addition, a monthly review performed six days prior to the death indicated no infectious or non-infectious complications related to the device. This patient had multiple co-morbidities such as history of stroke, pulmonary fibrosis, mitral and aortic insufficiencies and lung nodular densities.

Event description:
(B)(6): the subject had her nexsite device placed successfully on (B)(6) 2015. The patient was discontinued from the study on (B)(6) 2015 because she had died. The cause of death was septic shock (as per the medical record) and was reported to be not related to the device. The nexsite device was functioning well prior to the subject's death. The device is not available for return.